Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory flow sensor was calibrated to resolve the reported issue.

Event description:
The hospital reported that, during patient use, the reverse expiratory flow failed. Only bag mode is available. There was no reported patient injury.